Manufacturer narrative:
The reported event was confirmed cause unknown. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect molding of either the inflation valve or retention cap. However, there was insufficient information to confirm this potential root cause. Received 1 all-silicone foley catheter with syringe. Inflated catheter with the returned syringe with 10 ml of solution and solution immediately leaked at a pinhole close to the catheter cap, the pinhole was smaller than 0.011". No other leaks were observed. This is out of specification as per inspection procedure ip7601621 rev.19 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". Also three photo samples were received. The first one showcases the two-way all silicone catheter and syringe, the second photo zooms in the catheter funnel and shaft pointing at it with a red arrow. The third photo it's a close up to the spot where the catheter funnel and the shaft joint. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method of use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter too hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who may pull out the catheter. [If the patient if you unconsciously pull on the catheter, your bladder and urethra can be damaged.] Contraindications] 1. Method of use: (1) do not reuse. (2) do not re-sterilize. (3) make sure that the catheter does not contain any ointments, contrast agents or lubricants oil-based (including vegetable oils such as olive oil, mineral oils such as white vaseline and animal oils). [You may damage the device and the pop the balloon.] (4) do not hold the device with tweezers, etc. Avoid contact with blades or sharp edges instruments. [Damage to the catheter may result in balloon rupture and accidental removal of the balloon or failure to deflate or remove the balloon.] 2. Applicable patients patients with a known allergy to silver-coated catheters [form, configuration and principles] the bardex® silver lubri-sil® foley catheter system consists of a syringe filled with sterile water and pre-filled with water-soluble lubricant. <material> balloon catheter: silicone; silver coating this product is manufactured with a bacti-guard® silver alloy coating. (Catheter sizes) available in sizes 12 to 22 every 2fr 1. Balloon catheter. 2. Accessories syringe prefilled with sterile water. Water-soluble lubricant [intended use and effectiveness] this device is an indwelling catheter in the bladder for urinary diversion. The surface of the catheter is first covered with traces of metallic silver and then with polyurethane coated to prevent the proliferation of bacteria that could adhere to the catheter. [Instructions for use] 1. Mode of use the device is intended for single use only and is not reusable. 1) clean the area around the external urethral meatus with the antiseptic dipped cotton balls. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert the catheter into the urethral canal and advance until the balloon is in the bladder and the urine flows out through the catheter. With one packed in the shell syringe the indicated amount of sterile water into the inflation lumen to inject the balloon to inflate. 4) pull on the catheter to place the balloon at the level of the bladder neck and to secure. 5) to deflate the balloon and remove the catheter, insert a luer-tipped (needleless) syringe into the inflation valve so that the water can flow out spontaneously after deflating the balloon. 2. Precautions for use 1) if you encounter resistance while inserting the catheter, stop the procedure and remove the catheter. 2) when deflating the balloon, do not aspirate by hand with a syringe. [The inflation lumen for balloon deflation can be closed by negative pressure and the catheter therefore cannot be removed.] 3) if you are inserting the catheter with a stylet, make sure the stylet touches the tip of the catheter achieved and ensure that the stylet is in place in the catheter during insertion position remains. 4) no substance other than sterile water should be used to inflate the balloon. [Using contrast medium can cause the balloon to burst. If normal saline is used, crystallized may occur salt can clog the inflation lumen and prevent the balloon from deflating. If air is used an air leak may occur, causing the balloon to inadvertently deflate and the catheter comes out prematurely. ] 5) do not wipe the catheter surface with organic solvents such as alcohol. 6) do not suck urine through the wall of the drain funnel. 7) since body movements, etc. May cause the catheter to twist or bend and cause occlusion care must be taken to ensure that the catheter is securely attached. 8) if no urine flow is detected, ensure that the catheter is neither blocked nor blocked is broken. [Precautions] 1. Precautions for use (be careful when using the device on the following patients use) 1) be careful when using the device on patients with high urinary calcium levels as it this can lead to incrustations on the balloon surface, blockages of the catheter or damage. 2. Important precautions 1) if the catheter is accidentally removed, check the balloon and shaft of the catheter for cracks, defects, etc. Before inserting a new catheter. 2) if any part of the balloon and/or catheter is missing, you should consider including them removed with a cystoscope. 3) if it is difficult to remove the catheter by deflating the balloon, grab appropriate action as per ¿troubleshooting¿ section. <troubleshooting> if it is difficult to remove the catheter by deflating the balloon (hereinafter referred to as ¿difficult distance case¿), take appropriate action according to the following procedure. For difficult to remove cases, the following two methods are available. A. Rupture-free method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with the balloon rupture method, fragments of the ruptured balloon may remain in the bladder. So try the break-free method first. A. Fracture-free method 1) attach the luer tip syringe to the inflation valve. Inject an additional amount sterile water into the inflation lumen and actuate the plunger. 3. Malfunctions and adverse events 1) malfunction kinking, damage, breakage of the catheter. Difficulties or errors in removing the device closure of the inner lumen of the catheter incrustations. Accidental removal of the device due to sterile water leakage or balloon rupture damage to the device due to improper use. 2) adverse events urinary tract infection bleeding, hematuria. Allergic reaction to the device calculus formation. Edema, pain. Discomfort. Injury to the bladder or urethra. Urethritis, urinary incontinence. Remaining balloon fragments. [Storage method and expiration date] 1. Storage store in a dry, cool place, away from heat, moisture and direct sunlight. 2. The one on the expiry date stated on the packaging and the outer box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a hole in the foley catheter. On visual inspection, it was confirmed that there was a pinhole in the funnel joint.

Event description:
It was reported that there was a hole in the foley catheter. On visual inspection, it was confirmed that there was a pinhole in the funnel joint.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.